Event description:
A malfunction alarm, identified as malf 0, was reported by the customer. It is unknown if there was any impact on the customer's blood glucose level, as the customer declined to answer whether it exceeded 500 mg/dl. Technical support provided information on how to reset the pump, assisted the customer in doing so, and confirmed that the malfunction code did not recur after the reset. The customer continued to use the pump for insulin therapy.